Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that while taking off drapes post procedure it was noted that the patient¿s right occipital lead was protruding out of the skin. As such, the lead was cut off at the skin and the lead was removed and replaced with a new lead addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.